Event description:
Tech installed a collimator using wing bolts instead of collimator cart with head face up. He forgot to use the 4 thumb screws to secure the collimator to the head, when the head was rotated the collimator dropped and hit his foot.